Manufacturer narrative:
The complainant indicated that the device will not be returned for eval. A device analysis cannot be performed; therefore, the relationship between the device and the reported event is undetermined. A search of the complaint database revealed that no add'l complaints have been reported for the pertinent lot. The december 2007, 15-month ultraflex esophageal stent product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.

Event description:
Note: the date of event is unk. In 2008, it was reported to boston scientific corp that an ultraflex covered ng esophageal stent was used in a stent placement procedure. According to the complainant, "the physician pulled the [deployment] suture thread and the thread became broken. The system was withdrawn [and a second ultraflex covered ng esophageal] stent was implanted successfully." Further info received on feb. 1, 2008, revealed that "the stent was partially deployed when the suture broke." No pt complications were reported as a result of this event.